Manufacturer narrative:
A specific root cause could not be determined due to limited data.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for tina-quant hemoglobin a1c (hba1c). The sample initially resulted as 6.1% and this value was reported outside of the laboratory. The physician called and questioned the result since the patient normally runs around 10% on hba1c. After the physician questioned the result, the customer noted the sample had microclots in it. The customer then pipetted off some sample and repeated it in a microcup on (B)(6) 2013, resulting as 12.27%. The repeat result was believed to be correct. The patient was not adversely affected by the event. The hba1c reagent lot number was 65777601 with an expiration date of (B)(6) 2013. The field service representative could not determine a cause and was unable to replicate the error. The client repeated the patient two additional times without error. The client will monitor and report any additional errors. The instrument is operating within specifications.